Event description:
It was reported that bd vacutainer® sst¿ ii tube w/ hemogard¿ closure shields were detached. The following information was provided by the initial reporter: the shields were detached easily.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for caps that easily detach with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and it was observed that the cap/stopper assembly was attached at an angle due to a cocked stopper. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for caps that easily detach with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and caps that easily detach was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii tube w/ hemogard¿ closure shields were detached. The following information was provided by the initial reporter: the shields were detached easily.